Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) lead integrity alert (lia), and oversensing due. Analyst commented, lia rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non sustained episodes greater than 220 milliseconds on (B)(6) 2015. Sensing integrity counts went up to 29 (within 4 days) along with ventricular tachycardia (vt) non sustained and high rate non sustained episodes and evidence of oversensing on (B)(6) 2015. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, noise on rv channel was observed, and the implantable cardioverter defibrillator (ICD) encountered a sensing/detection problem. The rv lead and ICD were scheduled for explant. No patient complications have been reported as a result of this event.